Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had an lp shunt implanted a few months ago for pseudotumor cerebri. According to the report, the patient believed that the valve setting had changed as she was having headaches. The report stated that the neurosurgeon confirmed that the valve was at the correct setting. Reportedly, the physician drained 30cc of csf from the valve under sterile technique, after which the patient got relief from the headache. According to the report, the patient stated that the valve had changed settings spontaneously six times since implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.